Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Analysis of the implantable neurostimulator with serial number (B)(4) found no significant anomaly of the device. Analysis of the lead with serial number (B)(4) found that all wires were broken 25 centimeters from the distal end. Analysis of the lead with serial number (B)(4) found that wires 0,3,6, and 7 were broken 26 centimeters from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that during impedance testing the leads all read greater than 10,000 ohms and out of range. The reason is unknown. The patient was no longer receiving stimulation and the full system was explanted and replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.